Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection approximately three weeks after the implant. It was noted that the patient had been picking at the dressing. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.